Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump had rewind anomaly and had rejected new batteries. The customer's blood glucose level was unknown. The customer also stated that the insulin pump settings changed time after battery change. The customer also stated that there were scratches on the lower right corner of the screen. The insulin pump will not be returned for analysis.